Event description:
It was reported that the patient was admitted to the hospital with a systemic infection and endocarditis. The implantable cardioverter defibrillator was removed. The patient was stable.